Event description:
It was reported that on (B)(6) 2009 the patient presented with back pain and symptomatic bilateral l5 pars interarticularis defects. Patient underwent bilateral l5 pars interarticularis fusion, lumbar instrumentation with placement of cannulated lag screw across pars interarticularis defect at l5 bilaterally. Bmp, corticocancellous allograft bone, and stryker lumbar instrumentation were used. Per the operative notes, bmp was ¿packed around the pars defect and bone graft on each side.¿ there were no noted complications. On (B)(6) 2011 the patient presented with discogenic back pain l5-s1 and bilateral spondylolysis of l5. Per the physician¿s notes, ¿he had previously undergone bilateral l5 pars repair and had done very well initially but then developed recurrent low back pain. Diskography showed an isolated diskogenic pain generator at l5-s1.¿ the patient underwent plif l5-s1 using allograft, autograft, bmp, crescent peek, and solera posterior instrumentation. There were no noted complications. It was reported that the patient sustained unspecified injuries.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that on (B)(6)-2009, the patient underwent a spinal fusion surgery on the lumbar region of his spine l5 vertebrate level where rhbmp-2/acs was implanted. The rhbmp-2/acs was applied around pars defect and bone graft on each side in a posterior surgical approach. The patient's post-operative period was marked by one year of relief, but followed by increasing low back pain. (B)(6)-2011: the patient underwent another spinal fusion surgery on the lumbar region of his spine from l5-s1 where rhbmp-2/acs was placed in the posterolateral gutters in a posterior surgical approach. The patient post-operative period was marked initially by six months of relief, followed by low back pain and paresthesia in all four extremities. The patient continues to experience lower back pain with paresthesia in all four extremities. The patient is prevented from practicing and enjoying the activities of daily life he enjoyed pre-operatively.